Event description:
Radial cystectomy. Cs25 dlu was loaded and calibrated. Device was opened to remove the anvil. Device was closed and then a ralc45 was fired. The cs25 was reloaded and placed in the transverse colon and did not staple or cut. The anvil never reopened and could not be reopened by either the remote or the manual release. The device was detached from the flexshaft and was removed from the tissue by firing two ralc45s on either side of the dlu. Patient required re-operation due to subsequent leak that developed and is progressing well.

Manufacturer narrative:
Results and conclusions: during analysis, it was observed that the device was fired through an accumulation of staples which restricted the anvil from opening. The drive clip was not damaged but was pushed to the pinion slots. Reported condition: the cs25 was loaded and calibrated. The instrument was opened to remove the anvil. The instrument was closed and a ralc45 was then fired. The cs25 was reloaded and placed in the transverse colon and mated with the anvil within the small bowel. While the instrument was closed, it made an unusual "pop" sound. The instrument was fired and it did not staple or cut. The anvil never reopened an could not be reopened by either the remote or the manual release. The dlu was detached from the flexshaft and was removed from the tissue by firing 2 ralc45's on either side of the dlu. The anastomosis was performed using an ethicon 75mm linear cutter and ralc45 to close the common opening. Evaluation summary: cs25 passed visual inspection, however, the drive clip was wide open. None of the components were damaged. Cs25 was returned with stuck tissue between the anvil and the staple holder. Unit was manuually opened and sometimes the twiddle tools spins freely without interlocking the dlu clamping shaft. Tissue was removed from dlu showed normal staple formation and two donut. According the surgeon dlu did not staple or cut and produced unusual "pop" sound. Upon analysis, dlu stapled and cut but it failed to open after firing sequence was complete. Memory card summary: memory card was not retunred for analysis. Root cause: evidence from the dlu shows that unit was fired through an accumulation of staples which restricted the anvil from opening. The drive clip was not damaged but was pushed to the pinion slots as shown on the picture. See scanned pages.